Manufacturer narrative:
Medwatch with identifier (B)(6) is lot 496435, medwatch with identifier (B)(6) is unknown lot asku. It was unknown if the initial reporter sent report to the FDA.

Event description:
The aviva meter gave the following blood glucose results within 10 minutes: 205 mg/dl, 258 mg/dl, 118 mg/dl. Customer used 2 different vials of strips with the meter. One strip lot is 496435, the other strip vial was discarded and the lot is logged as asku. The customer could not remember which vial of strips gave which result. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.